Event description:
The patient reported sparking at the power connector plug and a burning smell. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. One cardiomems patient electronic system was received for evaluation. Visual inspection revealed that the power extension cable was frayed and wires were exposed. No other discrepancies or discernible damage to the returned power supply or power cord. I3 pcb board was also inspected and did not show any signs of burning smell. I3 pcb board functioned as intended. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. It was reported that the pes had a burning smell and sparked at the power connector plug. It was determined to be confirmed due to the exposed and frayed wires on the power extension cable. Root cause of sparks being produced when the unit was powered on concluded to be the returned power extension cable, cable was not used for testing due to safety protocol. However, it is likely that the open wires caused the frayed cable to spark prior to the customer complaint. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.